Event description:
The customer contact reported an operator error in programming the pump, which resulted in the patient receiving more medication than intended. In 2007, at 1420, the pump was programmed to deliver demerol with a concentration of 1mg/ml instead of the intended 10mg/ml in the pca only mode, with a 10mg pca dose, a 10mg loading dose, a 10 minute patient lockout, and a 200mg 4 hour dose limit. The nurse reported, "the physician ordered 20mg of demerol as a loading dose but the machine would only allow her to program 10mg." At 1425, the loading dose was started by the nurse. At 1437, the nurse noted the patient was very sedated, very groggy, unarousable and had a respiration rate of 10 breaths per minute. The patient's oxygen saturation was 80%. The patient was treated with oxygen at a rate of 10l/min via mask. At this time, it was noted that the pump display indicated that 10mg had been delivered; however, 100mg was gone from the vial. The device was removed from clinical service. The customer contact reported that at 1715, "the patient was awake, talking but still a little sleepy," the oxygen had been titrated to a rate of 3l/min via nasal cannula and the respiration rate was "around 12" breaths per minute. There were no reported adverse patient sequelae. During a review of the pump history at the user facility, the customer contact stated, "it looks like there was a user error in the programming of the pump. The wrong drug concentration was entered." Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. The customer contact indicated the event was the result of an operator error in programming the pump. The pump history was downloaded at the manufacturing facility. A review of the pump history shows in 2007, at 1050, the pump was powered on and programmed to deliver a drug concentration of 1mg/ml instead of the customer's reported 10mg/ml. At 1100, a 10mg loading dose was delivered. At 1101, the pump was programmed in the pca+ continuous mode, there was a vial alarm and a check syringe alarm. At 1102, there was an injector alarm and the drug concentration was reprogrammed to 10mg/ml. Between 1104 and 1105, there was a door alarm, a check syringe alarm, an injector alarm, and the door was locked twice and opened twice. At 1106, the pump was powered off. Review of the pump history indicates the pump delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.